Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) lens was possibly going to be exchanged with no other information provided. At a later date further information was provided. It was learned that the patient ended up more near sighted, therefore, the lens was explanted. The iol has been discarded. Reportedly, the incision was enlarged, but there were no sutures and no vitrectomy required. The visual acuity pre-operative 20/200 uncorrected, visual acuity post-operative 20/30 -2 without correction. Another lens (same model but a lower diopter) was implanted as a replacement. The patient is doing well post-operatively. No additional information was provided to johnson & johnson surgical vision.